Event description:
During two procedures, the physician used three wilson-cook six shooter saeed multi-band ligators to complete a variceal ligation. During the first procedure, two bands deployed successfully, but the remaining bands would not deploy. This occurred with two devices. A second procedure with the same patient was performed the following day, resulting in the same inability to deploy the bands. The patient's condition was reported as stable.